Manufacturer narrative:
If device is returned, the manufacturer will assume destructive analysis can begin 10 days following issuance of this initial incident report, unless the national competent authority contacts the manufacturer within this time frame opposing a destructive analysis of the device. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
This is being reported due to the clip detaching from the posterior leaflet, causing recurrent mitral regurgitation, hospitalization, and reintervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) grade 4. One clip was implanted successfully, reducing mr to grade 2. Patient came back for 30 day check-up and a single leaflet device attachment (slda) and recurrent mr grade 4 were observed. The clip had detached from the posterior leaflet. An additional clip was attempted to be implanted to stabilize, but the pressure gradient increased from 5 to 13 mmhg so the clip was removed. There were no device malfunctions or patient consequences during the reintervention. The procedure was ended with mr grade 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.